Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076 non defib lead (B)(6) 2004; d314drg defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that there was high and unstable thresholds, t-wave oversensing (twos), and a possible subclavian crush and fracture on the right ventricular (rv) lead. It was also reported that there was rv undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lad was returned to the manufacturer. A proximal portion was received measuring 48 cm. A distal portion was received measuring 48 cm. Primary analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and unstable thresholds, t-wave oversensing (twos), and a possible subclavian crush and fracture on the right ventricular (rv) lead. It was also reported that there was rv undersensing. The rv lead was eplanted and replaced. No patient complications have been reported as a result of this event.